Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet. The investigation is in process, once it is complete a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565 - 2018 - 06739.

Event description:
It was reported that the returned tibial articular surface provisionals were fractured. No additional information is available at this time.

Event description:
From additional information received, it was reported that the returned tibial articular surface provisional were discovered fractured post surgery. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and the dovetail feature fractured on the medial side of post. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.